Event description:
It was reported that the patients ipg was not communicating with the remote control and was also getting an error message. It was noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was not communicating with the remote control and was also getting an error message. It was noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was not communicating with the remote control and was also getting an error message. It was noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)): the returned ipg was analyzed and revealed that the device was undetectable nor charged. An internal electrical investigation found depleted battery (1.21volts), excessive quiescent current leakage (13.84 ma), and excessive thermal temp (29.1c ) on u3 asic (application-specific integrated circuit). It was unable to retrieve the device data using an external power source. With all the available information, boston scientific concludes that the complaint was confirmed. An internal electrical test found asic u3 has been damaged similar to this type of damage exposure to high-voltage transients or high rf (radio frequency) energy.